Event description:
Patient stated that on (B)(6) 2021 the needle button popped out before 24 hours. Patient stated that 1 out of every 3 vgo device she is running into this issue. Patient stated the v-go device was discarded after 24 hours.